Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4)) did not perform compressions during patient use and displayed an unknown user advisory (ua) error message. The ems crew performed manual CPR while troubleshooting the issue. They repositioned the patient and re-adjusted the lifeband; however, the issue was not resolved. No consequences or impact to patient.